Event description:
Noise was observed on the egms. It was discussed that the noise on the v sense/pace channel could be an internal lead fracture or internal insulation break. It was stated that the noise on the svc-can could also indicate a problem with the hv conductor coil. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.